Event description:
Healthcare professional reported injecting a pt with juevederm voluma9 xc in the right nasolabial folds. After the injection, the pt developed an "arterial occlusion." Three days later the pt was treated with hyalase and flucloxacillin. The pt was treated with additional hyalase the following day. The "symptoms resolved and redness was improving after hyalase." The symptoms have resolved with "no serious breakdown to date."

Manufacturer narrative:
The events of "arterial occlusion and redness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.